Event description:
On 03/09/2010, pt reported her blood glucose got really elevated, she passed out and went to the hospital. Pt stated her husband "loaded" her in the car, and took her to the hospital. Pt reported on (B) (6) 2009, she was admitted to the hospital for 7 days. Pt stated her meter was 500 mg/dl and 'hi'. Pt stated the hospital said her blood glucose was 700 mg/dl and she had a mini stroke. Pt reported they took her infusion device off at that time, and she is still off of the infusion device. Pt sated she is on injections at this time and will be for another 6 months. Pt reported they decided she had built up scar tissue and the scar tissue was not absorbing the insulin. Pt stated her doctor is going to keep her off the infusion device until the abdominal area has time to heal. Pt's normal blood glucose range is 200 mg/dl and lower. She stated they are working to keep her blood glucose around 150 mg/dl. Pt stated the issue was "me and my sites." Advised pt of refresher training before she goes back on the infusion device. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.